Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the customer had reported two profiles for a single patient and that the orders were not syncing with the pyxis system. A technical support specialist (tss) dialed into the med es application server and navigated to pharmacy enterprise server (pes), where the affected patient was filtered. Upon review, it was confirmed that the patient status was set to placeholder. Further investigation determined that no admission date had been recorded, which caused the orders to appear prior to the admission status and, as a result, prevented them from displaying on the station. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported that there were two profiles for a single patient, and the orders were not syncing with the pyxis system. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.